Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke. The procedure was completed with a backup harmonic ace . No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.121" from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.